Manufacturer narrative:
The anchorfast device was not saved; therefore, a device evaluation could not take place. A lot number was not provided so a DHR review could not take place. A complaint history trend analysis was conducted for similar complaints and no adverse trends for surgical intevention from upper lip injury were observed. A root cause could not be determined. Hollister will continue to monitor this reported issue. Since the lot number was not known, only the di portion of the UDI is known.

Event description:
It was reported that a patient at a healthcare facility sustained an upper lip injury while using the hollister anchorfast oral endotracheal tube fastener. It was reported that the injury required surgical intervention.